Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent to the 70% stenosed lesion located in an unknown vessel. The stent was removed from the package and placed over the ptca wire and about 20 centimeters along the wire it became stuck. While attempting to withdraw the stent it snapped off. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Visual and microscopic examination of the device revealed a shaft polymer break immediately proximal to the port. No further kinks or damage were noticed along the shaft of the device. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Microscopic review of the inflation lumen noted the presence of solidified blood inside the lumen. A review of the manufacturing records for this particular batch namely top assembly batch # 8440483 and sub-assembly batch # 8417441 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.